Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the jaws were misaligned and the device did not work effectively. A new device was opened to complete the procedure. There was oozing. There was no tissue damage or additional tissue loss. Nothing fell into cavity. Operating room time was not extended by more than 30 minutes.